Manufacturer narrative:
Report states the tube is not available but does have one from same lot in stock.

Event description:
Reporter stated that the incident date was between (B)(6) 2013 - (B)(6) 2013. Report states that the patient was intubated device name and after 12 hours a tracheal laceration was discovered. The report states the patient had the following symptoms: dermic emphysema (aerodermectasia) and mediastinal emphysema. Report stated the tube was pretested and no issue found. No spray was used on cuff. The report states the customer is not sure what caused the tracheal laceration.